Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2016; 4196-88 lead, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a visit to the emergency room, the patient experienced syncope and it was noted via the programmer, therapy was manually aborted for an episode of ventricular tachycardia (vt) prior to the cardiac resynchronization therapy defibrillator (crt-d) being able to provide therapy. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.